Event description:
It was reported that during a procedure of the right coronary artery with mild calcification, post difficult placement of the non-abbott guide catheter and guide wire, the 3.0 mm x 38 mm xience prime stent delivery system was delivered and during initial inflation to 4 atmospheres, the patient became uneasy. The balloon was deflated and the patient was defibrillated and returned to normal sinus rhythm. The stent implant was deployed without issue. A small dark area was noted proximal to the stent implant and the physician felt it may have been calcium. A 3.0 mm x 15 mm promus stent was deployed distal to the xience prime stent and a 3.0 mm x 15 mm promus stent was deployed proximal to the xience prime stent. All stents were deployed with overlap and without incident. Post stent implant angiography showed good vessel flow. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Patient weight reported as (B)(6). There was no reported product deficiency. The reported ventricular fibrillation (arrhythmia) is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.